Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tj-7gpacu main 2.1 multiple cubies on row a failed to release. The customer also noted that there was already a missing cubie in that row. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for(B)(6) was performed from the date of manufacture, 08-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed. A field service engineer found the station main half-height drawer 2.1, cubie tray a, with cubies unable to be recovered. Upon inspection, the cubie tray was damaged due to an old spill. The device was powered down, the cubie tray removed and replaced, and the station rebooted. After restart, the customer successfully recovered and tested the cubies. The system functioned as intended after the field service engineer repaired the device.